Event description:
N/a.

Manufacturer narrative:
Trackwise: (B)(4). The device was returned to the factory for evaluation on 02/05/2025. An investigation was conducted on 2/24/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire or the intact jaws. An electrical evaluation was conducted. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No further testing was conducted. An engineer evaluation was requested. A manufacturing engineer evaluation was conducted. The following is manufacturing engineering's evaluation of the vh-4000 hemopro2 tool (90527943-01) complaint onetrack# 1205702, which was returned for the reported failure of "electrical/electronic property problem". The complaint was confirmed. The complaint device was connected to the complaint lab's hemopro power supply (c-vh-3010), hemopro2 adapter (c-vh-4020), and hemopro2 extension cable (c­ vh-4030). Next, the on/off power switch on the hemopro power supply (c-vh-3010) was switched to the on position. The toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position and there was no audible beeping sound. In addition, the heating element on the jaws of the complaint vh-4000 hemopro2 tool did not heat up as expected. Next, the handle of the complaint vh-4000 hemopro2 tool was opened to determine the cause of the electrical energy from the hemopro power supply not being delivered to the heating element in the jaws of the hemopro2 tool. After opening the handle and removing the toggle, the electrical components including the wires and wire connections in the handle were visually inspected under magnification. It was observed that the sharp ends of the bulkhead wires welded to the normally open switch terminal were in contact with the insulation on the primary jaw wire that is welded to the poly-fuse. It was observed that the sharp ends of the bulkhead wires welded to the normally open switch terminal had cut into and penetrated the wire insulation of the primary jaw wire. Refer to figures 1 and 2 below. This resulted in an electrical short where the sharp ends of the bulkhead wires that penetrated the white silicone insulation had made contact with the metal wire underneath the wire insulation. Next, the complaint vh-4000 hemopro2 tool was reconnected to the complaint lab's hemopro power supply (c-vh-3010) to verify the functionality of the device after the electrical short was removed. The on/off power switch on the hemopro power supply (c-vh-301o} was moved to the on position. Next, the complaint vh-4000 hemopro2 tool switch lever was moved to the on position. The heating element on the jaws of the complaint vh-4000 hemopro2 tool immediately heated up, which is normal. This confirms that there was an electrical short between the white primary jaw wire going to the fuse and the sharp ends of the bulkhead wires welded to the common switch terminal. Based on the returned condition of the device as well as the evaluation results and the engineer evaluation results, the reported failure, electrical /electronic property problem¿ was confirmed. The lot#: 3000437719 history record review was completed. There were ncmrs, rework, or deviations documented for the reported lot number. [Ncmr#: 18198-a growing trend of complaints (qty: 4, since january 2025) has been identified involving serious injuries linked to the failure of ceramic c-ring on the vasoview hemopro 2 device during procedures. This issue poses a significant risk to patient safety, necessitating immediate action to prevent further harm while an investigation is conducted to identify the root cause and implement corrective measures]. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure using vasoview hemopro 2. They were harvesting vein using the kit and had completed dissection. They had switched over to the cannula and hpii and was plugging the extension cable into the hpii. As soon as they did that, the generator began beeping with quicker beeps that usual. They then inserted the device into the leg in order to begin sealing and cutting but the device did not/would not activate. They changed out the extension cable and the same thing happened. They changed out the kit and the problem did not recur. They used the second kit to complete the case. There was a delay due to obtaining and switching out the extension cable and kit. No patient injury.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.